Manufacturer narrative:
According to the customer during the week of 2/12, there was a "port break (pulled out) during specimen sample protocol and that the ic was replaced". The customer reported that there was " no adverse patient report". The sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer during the week of 2/12, there was a "port break (pulled out) during specimen sample protocol and that the ic was replaced".